Manufacturer narrative:
There was only one change in this MDR. In section a5, describe event or problem. The event was changed to "on (B)(6) 2024, infutronix received a report that a patient using the pump noticed blood backing up in the tubing. The infusion was then paused, causing delay in treatment. No patient was harmed. Requested device to be returned."

Event description:
On (B)(6) 2024, infutronix received a report that a patient using the pump noticed blood backing up in the tubing. The infusion was then paused, causing delay in treatment. No patient was harmed. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 03/29/2024, infutronix received a report that a pump had a flow rate issue - pump is flowing backwards. The infusion cannot resume without causing delay in treatment. No patient harmed. Requested device to be returned.